Event description:
The initial reporter received questionable elecsys troponin t hs stat results from multiple patient samples tested on the cobas 6000 e 601 module. The reporter was able to provide two examples of questionable results: sample 1 the clinician requested a rerun of the patient sample. On (B)(6) 2024 at 7:01 pm: the initial result from the module was 16.6 ng/l. On (B)(6) 2024: the first repeat result from the other module at 12:17 pm was 11.29 ng/l. The second repeat result from the other module at 12:43 pm was 11.2 ng/l. Sample 2 on (B)(6) 2024 at 5:48 pm, the initial result was 17.88 ng/l or 18 ng/l. The repeat result was 12 ng/l.

Manufacturer narrative:
The serial number of the customer's cobas 6000 e 601 module is (B)(6) . The investigation reviewed the calibration data; calibration 1's signals were within specifications while calibrator 2's signals were slightly below specifications. The customer stated that the qc was within specified ranges before the event. The investigation reviewed the alarm trace; no issues were noted. The investigation is ongoing.

Manufacturer narrative:
Section d4, expiration date was updated. The investigation excluded a general reagent problem because the qc before the event was within the specified ranges. The investigation did not identify a product problem. The cause of the event could not be determined.